Event description:
It was reported that during a remote follow up, r-wave amplitude variation was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and high pacing impedance and noise resulting in oversensing and therapy inhibition were also noted on the rv lead. The patient experienced arrhythmia due to the inhibition of therapy. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.